Event description:
Information received indicates the head section had an unintentional movement of the head down function. The head section would rise to approximately 20 degrees and then run back to the lowest position.

Manufacturer narrative:
The technician isolated the unintentional movement to the CPR switch. He found there was dust and debris in the CPR switch. He cleaned the CPR switch to repair this bed.